Event description:
It was reported that the patient was not feeling well and presented to the emergency department. While in the waiting room, the patient received a shock. Additional information was received indicating that the patient was shocked due to atrial fibrillation (af) with rapid ventricular response. The patient was hospitalized and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.